Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level and reportedly loaded a new cartridge and insulin delivery was resumed.